Event description:
Interval worsening of left knee pain [arthralgia aggravated], small left knee effusion [effusion (l) knee]. Case narrative: this case was linked to case (B)(4) (same patient, multiple devices). Initial information received on 21-oct-2019 regarding an unsolicited valid legal serious case from a lawyer from united states. This case involves a 76 years old female patient (165.1 cm and 91.17 kg) who experienced interval worsening of left knee pain, small left knee effusion (latency unknown), while she was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included fall in (B)(6) 2011, high cholesterol, cardiovascular edema, vitamin d deficiency, arthritis, toe joint pain, left, d & c surgery in 1996 and poor circulation. The patient's family history included hypertension (mother) and stroke (mother). At the time of the event, the patient had ongoing chronic knee pain and stiffness, advanced tricompartmental osteoarthritis, chronic hypertension. Patient never smoked and was a nondrinker. Patient had chronic left knee pain and stiffness, progressively worsening, started after a fall 5 years ago. Patient had history of 2 previous pregnancies. Patient did not use any drugs or caffeine. Oral nsaids were contraindicated due to elevated bp. Patient had no known drug allergies. The patient's past medical treatment(s), vaccination(s) was not provided. Concomitant medications included ergocalciferol; diclofenac (voltaren); fish oil concentrate; and cyanocobalamin (vitamin b-12). Upon examination on the day of injection ((B)(6) 2016), patient's left knee was stiff, had pain (dull, described as worsening), morning stiffness (all day) knee appeared boggy and patient had difficulty with range of motion; no swelling, edema, tenderness, palpitation or no warmth. On (B)(6) 2016, patient received intra-articular injection of hylan g-f 20, sodium hyaluronate, frequency once (dose, batch: unknown) (there would be no information available on the batch number for this case) for primary osteoarthritis of left knee. On an unknown date, after unknown latency, patient had interval worsening of left knee pain, small left knee effusion (which required intervention). On (B)(6) 2016 patient came for follow up visit and presented with same symptoms as noticed on day of synvisc injection on (B)(6) 2016. Patient's left knee was stiff, had pain (dull), morning stiffness (all day) knee appeared boggy and patient had difficulty with range of motion; no swelling, edema, tenderness, palpitation or no warmth. 60 mg of depo-medrol injection mixed with lidocaine was given to the patient on (B)(6) 2016 (on day of follow up visit). Relevant laboratory test results included: alanine aminotransferase (30 - 65 iu/l) - on (B)(6) 2016: 23 iu/l [23 low]. Albumin globulin ratio (1.1 - 2.5) - on (B)(6) 2016: o.9 [0.9 low]. Aspartate aminotransferase (15 - 37 iu/l) - on (B)(6) 2016: 14 iu/l [14 low]. Blood urea (7 - 18 mg/dl) - on (B)(6) 2016: 20 mg/dl [20 high]. Haematocrit (37 - 47 %) - on (B)(6) 2016: 35 % [35low]. Haemoglobin (12 - 16 g/dl) - on (B)(6) 2016: 11.5 g/dl [11.5 low]. Mean cell haemoglobin concentration (33 - 37 g/dl) - on (B)(6) 2016: 32.8 g/dl [32.8 low]. Red blood cell count (4.2 - 5.4 10*6/ul) - on (B)(6) 2016: 4.09 10*6/ul [4.09 low]. Red cell distribution width (11.5 - 14.5 %) - on (B)(6) 2016: 14.80 % [14.80 high]. Action taken: not applicable for all events. Corrective treatment: depomedrol for interval worsening of left knee pain, small left knee effusion. Outcome: unknown for both events. A product technical complaint was initiated on 15-nov-2019 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 21-nov-2019 follow-up information was received on 15-nov-2019. No new information was received. Additional information received on 21-nov-2019 from other healthcare professional. Investigation summary received and ptc results added. Text amended accordingly.

Event description:
Interval worsening of left knee pain [arthralgia aggravated]. Small left knee effusion [effusion (l) knee]. Case narrative: this case was linked to case (B)(4) (same patient, multiple devices). Initial information received on 21-oct-2019 regarding an unsolicited valid legal serious case from a lawyer from united states. This case involves a (B)(6) years old female patient (165.1 cm and (B)(6) kg) who experienced interval worsening of left knee pain, small left knee effusion (latency unknown), while she was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included fall in (B)(6)-2011, high cholesterol, cardiovascular edema, vitamin d deficiency, arthritis, toe joint pain, left, d & c surgery in 1996 and poor circulation. The patient's family history included hypertension (mother) and stroke (mother). At the time of the event, the patient had ongoing chronic knee pain and stiffness, advanced tricompartmental osteoarthritis, chronic hypertension. Patient never smoked and was a nondrinker. Patient had chronic left knee pain and stiffness, progressively worsening, started after a fall 5 years ago. Patient had history of 2 previous pregnancies. Patient did not use any drugs or caffeine. Oral nsaids were contraindicated due to elevated bp. Patient had no known drug allergies. The patient's past medical treatment(s), vaccination(s) was not provided. Concomitant medications included ergocalciferol; diclofenac (voltaren); fish oil concentrate; and cyanocobalamin (vitamin b-12). Upon examination on the day of injection ((B)(6) 2016), patient's left knee was stiff, had pain (dull, described as worsening), morning stiffness (all day) knee appeared boggy and patient had difficulty with range of motion; no swelling, edema, tenderness, palpitation or no warmth. On (B)(6) 2016, patient received intra-articular injection of hylan g-f 20, sodium hyaluronate, frequency once (dose, batch: unknown) (there would be no information available on the batch number for this case) for primary osteoarthritis of left knee. On an unknown date, after unknown latency, patient had interval worsening of left knee pain, small left knee effusion (which required intervention). On (B)(6) 2016 patient came for follow up visit and presented with same symptoms as noticed on day of synvisc injection on (B)(6) 2016. Patient's left knee was stiff, had pain (dull), morning stiffness (all day) knee appeared boggy and patient had difficulty with range of motion; no swelling, edema, tenderness, palpitation or no warmth. 60 mg of depo-medrol injection mixed with lidocaine was given to the patient on (B)(6) 2016 (on day of follow up visit). Relevant laboratory test results included: alanine aminotransferase (30 - 65 iu/l) - on (B)(6) 2016: 23 iu/l [23 low]. Albumin globulin ratio (1.1 - 2.5) - on (B)(6) 2016: o.9 [0.9 low]. Aspartate aminotransferase (15 - 37 iu/l) - on (B)(6) 2016: 14 iu/l [14 low]. Blood urea (7 - 18 mg/dl) - on (B)(6) 2016: 20 mg/dl [20 high]. Haematocrit (37 - 47 %) - on (B)(6) 2016: 35 % [35low]. Haemoglobin (12 - 16 g/dl) - on (B)(6) 2016: 11.5 g/dl [11.5 low]. Mean cell haemoglobin concentration (33 - 37 g/dl) - on (B)(6) 2016: 32.8 g/dl [32.8 low]. Red blood cell count (4.2 - 5.4 10*6/ul) - on (B)(6) 2016: 4.09 10*6/ul [4.09 low]. Red cell distribution width (11.5 - 14.5 %) - on (B)(6) 2016: 14.80 % [14.80 high]. Action taken: not applicable for all events. Corrective treatment: depomedrol for interval worsening of left knee pain, small left knee effusion. Outcome: unknown for both events. A product technical complaint was initiated and results were pending for the same.